Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer stated that display was solid white. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the self test and displacement test. The insulin pump was monitored for a day and no white screen, missing segments or partial display noted.